Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reservoir was damaged. Customer reported that insulin leaked past 2nd o-ring. It was the second time that issue occurred. Customer's blood glucose was 110 mg/dl. Customer was advised that reservoir would be replaced.

Manufacturer narrative:
One opened and used reservoir was inspected and the second o-ring was found out of it's groove.